Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 35 mm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) kinked during insertion.